Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there was no break in device, just got elongated. There was no resistance in advancing or withdrawing the device. No additional intervention was needed to remove the device from the patient. There was no prolongation of the procedure due to the event. No additional information is available. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of venous thrombosis, a 5mm x 37mm embotrap (et307537, unknown lot) and a embovac vascular guide-catheter (ic71132ca, 30767689) were used. A total of 5 passes were performed. The embotrap and the embovac were used for 1st pass: asap technique, 2nd pass: captive embolectomy technique and 3rd pass: asap. Then, 4th pass was performed by captive for superior sagittal sinus. During 4th pass, the embovac catheter became elongated and could not be used. Replaced with react71 and 5th pass was performed to retrieved. The procedure was completed. There was no patient injury reported. The doctor commented that the catheter might be slightly damaged during asap. Then, at 4th pass, juggler valve was severe curved and felt resistance with embotrap. The embovac might be anchored at that time and got elongated. A continuous flush was done. The embovac was used for sinus thrombosis. Other concomitant devices are 8frroadmaster guidingcatheter, chikai14 guidewire, reber microcatheter. Based on the photo received, the distal tip of the device was found frayed. Additional information received indicated that there was no break in device, just got elongated. There was no resistance in advancing or withdrawing the device. No additional intervention was needed to remove the device from the patient. There was no prolongation of the procedure due to the event. No additional information is available. Pre-shipment pictures were attached to the complaint file. A slight wavy condition was noted in the distal portion of the embovac. It was confirmed through visual inspection that the coating on the distal end was torn, and under magnified observation, a break in the integrity of the coating was observed at approximately 7 cm from the distal tip; the coating was peeling off towards the distal end. The coating damage seems to be consistent with the issue reported that the embovac got anchored. One non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Upon receipt of the device, the presence of hydrophilic coating was confirmed. The distal braided mesh was found with a slight curvature. The distal tip presented an oval profile. No evidence of additional damage was observed. Microscopic examination was performed. Under magnification, the coating of the distal braided mesh had a torn appearance at 7 cm from the distal end. The entirety of the device was inspected, and no additional damage was observed. The damages observed during the visual and microscopic inspections are consistent with the findings captured in the pre-shipment pictures. The device was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The device was flushed to confirm the presence of leakage through the damaged area, however the inner lumen was still intact. A manufacturing record evaluation was performed for the finished device 30767689 number, and no non-conformances related to the malfunction were identified. The issue documented in the complaint that the embovac got elongated could not be confirmed. The damage observed on the coating of the distal braided mesh is not considered an elongation damage and is related to the procedural factors described within the complaint event; it may have occurred either during the third pass where it was reported that the catheter might have gotten slightly damaged, or when the embovac got anchored during the fourth pass. Thus, a manufacturing defect is being ruled out. The instructions for use (IFU) contains the following caution: do not use a catheter that has been damaged in any way. If damage is detected, replace with another large bore catheter that is not damaged. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest that the product deficiency found is related to a manufacture or design issue, no CAPA activity is required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy of venous thrombosis, a 5mm x 37mm embotrap (et307537, unknown lot) and a embovac vascular guide-cathete (ic71132ca, 30767689) were used. A total of 5 passes were performed. The embotrap and the embovac were used for 1st pass: asap technique, 2nd pass: captive embolectomy technique and 3rd pass: asap. Then, 4th pass was performed by captive for superior sagittal sinus. During 4th pass, the embovac catheter became elongated and could not be used. Replaced with react71 and 5th pass was performed to retrieved. The procedure was completed. There was no patient injury reported. The doctor commented that the catheter might be slightly damaged during asap. Then, at 4th pass, juggler valve was severe curved and felt resistance with embotrap. The embovac might be anchored at that time and got elongated. A continuous flush was done. The embovac was used for sinus thrombosis. Other concomitant devices are 8frroadmaster guidingcatheter, chikai14 guidewire, reber microcatheter. Based on the photo received, the distal tip of the device was found frayed.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device pictures pictures received. Based on the photo received, the distal tip of the device was found frayed, the findings meet us regulatory reporting criteria. Pre-shipment pictures were attached to the complaint file. A slight wavy condition was noted in the distal portion of the embovac. It was confirmed through visual inspection that the coating on the distal end was torn, and under magnified observation, a break in the integrity of the coating was observed at approximately 7 cm from the distal tip; the coating was peeling off towards the distal end. The coating damage seems to be consistent with the issue reported that the embovac got anchored. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue regarding the embovac being elongated was not able to be confirmed. Even though the coating was found damaged, no deformation was observed on the braided mesh that suggests elongation damage. It cannot be determined if other areas of the device are stretched based on the pictures; further inspection, and dimensional analysis need to be performed. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.